Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was facing a connection issue between their devices and minimed mobile application. The troubleshooting was performed and the customer stated that on a few occasions no value appears in the minimed mobile app. Customer was advised to not close the app and leave it open in the background. It is unknown if the customer had continued to use the device. The insulin pump will be not returned for analysis.